Event description:
During initial assessment of a returned homechoice device,an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 9. The drain volume was 5280 milliliters (ml). The programmed fill volume was 2200ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was evaluated and determined to meet functional and electrical performance specification requirements. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty iipv found in the device logs. The cause of the iipv was determined to be: inappropriate bypass of the low drain volume alarm. Product surveillance followed up with the nurse and provided the results of evaluation. The nurse stated that the patient was doing well on the new cycler. The nurse stated that she would follow up with the patient to make sure they understood not to perform bypass. The nurse confirmed that no medical intervention or patient injury was reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up MDR.

Event description:
Caller reported mobile blood glucose results of 27 mmol/l and 6.5 mmol/l within 10 minutes. Reported a second, separate comparison of blood glucose results of 23.7 mmol/l and 7.3 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.